Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device was not rinsed after manual cleaning to remove detergent solution from external surfaces in decontamination room. Insufficient reprocessing. There were no reports of patient or user harm associated with this event.

Event description:
Correction to b5 for information inadvertently left out of previous report : endoscopic support specialist (ess) observed that the scope was placed in the dryer right after manual cleaning skipping the rinsing steps. Also, the scope wasn't immersed in detergent solution to follow detergent manufacturer contact time recommendations during manual cleaning.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: g2, h2, h4, h6 and h11. Corrected fields: b5. The device was not returned to olympus for inspection. The reported failure was confirmed based on available information. Based on the investigation results, the device had been observed from a olympus representative sent onsite and procedure failures were noted. The most probable cause of the reported issue is failure to follow instructions: problems traced to the user not following the manufacturer's instructions. A root cause could not be identified. The event can be prevented by following the instructions for use (IFU) : IFU states the reprocessing steps before and after use per section: reprocessing before the first use/reprocessing and storage after use. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.